Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. It is not known what the relationship the advanta v12 had to the reported adverse events.

Event description:
Received an article titled subclavian vein stent fracture treated using the stent within a stent technique. The article presented a case study. Per the article adverse events included: restenosis.